Manufacturer narrative:
The technician onsite reviewed the clinical audit trail, which shows alarm at the specified time showing at the nurse's station. The device passed visual, power on, and performance checks. The customer later stated that they did hear the alarms; however, they sounded like a regular phone, so the treatment was delayed 15 seconds. The complaint was escalated for technical investigation and the results are as follows: a product support engineer and clinical specialist reviewed the clinical audit (ca) log and data provided. It was noted that the logs provided were a filtered version of the complete ca log. From the logs it is evident that alarms were reported at the pic and overview surveillances and subsequently acknowledged by staff. The device data file was provided; however, it had no logical bearing on the alleged issue. More information, including the complete ca log, star date log, device logs and external alarm interfaces (if any) may have provided additional context, but from the information provided it proves that the system performed to specification. This additional information was requested but was not available. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that a patient had a life-threatening rhythm, and the monitor did not alarm. The device was in use on patient at time of event, there was no adverse event reported.